Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the customer allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure ¿ the plug was found to be damaged/broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the shockpulse lithotripsy transducer did not work when plugged in. There was no report of patient harm.